Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The device suspended delivery when their blood glucose was 112 mg/dl while the sensor glucose was 88 mg/dl. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.